Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that he was hospitalized for diabetic ketoacidosis on (B)(6) 2015. Patient reported that he had just got out of the hospital and that he has a fuzzy memory of the event. Patient believes that he was wearing dexcom continuous glucose monitor (cgm). Patient reported that diabetic ketoacidosis was not dexcom related. Patient reported that he was hospitalized for 5 days. Patient received fluids to rehydrate during hospitalization. At the time of contact, patient reported current condition as "ok". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of diabetic ketoacidosis.